Manufacturer narrative:
(B)(4).

Event description:
Approximately 30 minutes after insertion an unspecified brand of tracheostomy tube hand pressure gauge was used to determine there was cuff leakage. This happened at night. The next morning the tube was removed from the patient. The doctors did not change the tube right away because the pb840 ventilator which was being used for the patient, did not give any message about the leakage. (Before that, they used a portex tube but the cuff leakage was found and the pb840 gave message about that, so they removed and changed to the shiley 8 low pressure cuffed (lpc) tube.

Manufacturer narrative:
(B)(4). One sample was received for analysis and the reported issue was confirmed. A visual inspection was performed and it was observed the tube is missing the pilot balloon. A inflation/deflation test was performed and the cuff deflated immediately. Manufacturing controls are in place to detect cuffs with damage and to reduce the potential for occurrence during the manufacturing process. Information has been added to the database and trends will continue to be monitored.